Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7070619.

Event description:
A report was received that the patient developed an epidural hematoma post revision procedure, wherein the patient experienced a hard time moving his legs and began to lose feeling in them. The physician assessed this was caused due to excessive movement by the patient right after initial implant. The physician decided to remove the ipg and the paddle lead. The patient was making strides towards a full recovery by regaining feeling and movement post removal. The devices were not returned as they were disposed of by the facility.